Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. A34130) for female sterilisation. The patient had a medical history of post coital bleeding, dyspareunia, menorrhagia, dysfunctional uterine bleeding, vaginal bleeding, post coital pain, dyspnea and fatigue. On (B)(6) 2019,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: right: 0 coils left: 1 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: findings: scout films: normal uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally. Impression: bilateral blocked fallopian tubes consistent with proper essure placement. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. A34130) for permanent contraceptive tubal implant. The patient had a medical history of post coital bleeding, dyspareunia, menorrhagia, dysfunctional uterine bleeding, vaginal bleeding, post coital pain, dyspnea and fatigue. On (B)(6)2019,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: right: 0 coils left: 1 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6)2013: findings: scout films: normal uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally. Impression: bilateral blocked fallopian tubes consistent with proper essure placement. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality-safety evaluation of ptc. A technical investigation was be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report